Event description:
Caller reported experiencing occlusion alarms. The blood glucose level of the customer was affected, displaying as "high," a specific value was not provided. To address the high blood glucose, the customer administered a correction injection and changed the infusion set and cartridge, which allowed them to resume insulin use. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use